Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia and an additional hernia ("intestinal" with no further information provided) coincident with automated peritoneal dialysis therapy. It was not reported if the hernias occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernias was unknown. It was not reported if the hernias worsened with peritoneal dialysis therapy. On the same day as the diagnosis, the patient was hospitalized for the hernias and during the hospitalization, underwent a hernia repair surgical procedure for both hernias. Dianeal therapies were ongoing. After five days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.